Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium large clip applier instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product or this event. A review of the instrument log for the medium-large clip applier instrument lot# n10200323 / sequence 0118 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2021 on system sk0917. The alleged event occurred on the 35th use of the instrument. The instrument has 65 remaining usable lives with no subsequent use recorded. No image or procedure video was provided for review. This complaint is considered as a reportable malfunction due to the following conclusion: the report alleges that the instrument moved with unintuitive motion (e.g. The instrument moved in an unintended way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastrostomy procedure, the user observed that the medium large clip applier instrument moved unintuitively during the surgical task. Use of the instrument was discontinued. Another instrument was used to complete the surgical task. The user completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and found no issue. The instrument moved in a non-intuitive/unexpected way during the procedure. The issue occurred once. No other information provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following fields for updated information: d9, g3, g6, and h2. Product evaluation information can be found in the following fields: h6 and h10. D14 - intuitive surgical, inc. (Isi) received the medium large clip applier instrument involved with this complaint and completed the device evaluation. No issue found during failure analysis investigation. The instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument moving intuitively with full range of motion in all directions. The grips/tips opened and closed properly. Visual inspection confirmed no damage to the distal or proximal ends. The instrument was fully functional. As part of investigation, the instrument was functionality tested and passed the grip clip test multiple times.